Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Visual examination of the sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and topical skin adhesive was used. During the procedure, when the nurse broke the ampoule, a shard penetration occurred. The nurse continued to work and there was no adverse patient consequence reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.